Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, service history review, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During review of the alarm log, a failure 2 was discovered. The cause of the failure was determined to be a damaged door and door handle. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an undetermined malfunction. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.